Manufacturer narrative:
Per tandem's g4 user guide, "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer refilled the cartridge with insulin, a cartridge alarm 9 occurred. The customer's blood glucose level was not impacted. The customer was educated regarding pump labeling instructions. Additionally, as the customer did not have additional cartridges available, it was indicated that the customer would load a new cartridge upon returning home.